Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cr femur # 183074 lot # 832770, biomet cc cruciate tray # 141237 lot # j3449270, biomet series a thin patella # 184788 lot # 219290, cobalt g-hv bone cement # 402283 lot # 088320, optivac kit double mix # 417200 lot # 0000989726. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision surgery 9 months post initial surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.